Event description:
The patient reported the sensor alarmed calibration not accepted and change sensor alert. The patient also reported the sensor glucose values were different from the blood glucose values. The patient was using sensor mmt-7020a. The sensor glucose value at the time of the event was 50mg/dl and the blood glucose value was 170mg/dl. The sensor was worn less than four days. There were no reported consequences or impact to the patient. The sensor is not expected to be returned.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.